Manufacturer narrative:
The field service specialist (fss) visited customer site to inspect the unit. Fss verified that the tip of IV pole was bent. Fss replaced the pole actuator and tested it, which was fine. Fss successfully performed the field service checklist on the unit. The system passed all functional tests and it was found to meet the required specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported that the IV pole tip on the whitestar signature system was bent, causing the hanger to droop. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.